Event description:
During review of the vns programming history available to the MFR, it was observed during the initial device interrogation on (B)(6) 2011, that the pt¿s settings were indicative of an interrupted systems diagnostic test. It is unk how long the pt may have been at the unintended settings. The settings didn¿t appear to have been corrected; however, it can be noted that the generator was explanted on (B)(6) 2011, in MFR report #1644487-2011-01996.

Manufacturer narrative:
Method: analysis of programming history.